Manufacturer narrative:
A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: urinary retention. A root cause for the reported event could not be determined. The aquabeam robotic system instructions for use list urinary retention as a potential risk of the aquablation procedure. Based on the event details plus a review of the DHR, and IFU the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
N/a.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2023, a male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that post-aquablation procedure, the patient experienced urinary retention. The patient was catheterized to treat the retention; however, after an unspecified amount of time, the patient no longer wanted to be catheterized. As a result, the patient underwent transurethral resection of the prostate (turp). The patient is reported to have handled the turp procedure "well" and a wide channel has been created. No malfunction of the aquabeam robotic system was reported.